Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07247. The pt received two leads with the same lot number. It was reported the pt had pain at the ipg site. It was reported the physician had implanted the ipg close to the lead incision site, which was near the spine higher in the back, and the pt had discomfort. The pt was to meet with the physician regarding the issue. F/u from the appointment found the pt had shocking sensations at the ipg site when the stimulation was turned on. In addition, the pt was not satisfied with stimulation coverage to the feet, and reported more effective coverage during the trial. The pt reported a history of falling down, and reprogramming was unable to provide an amplitude which was satisfactory. When the bottom contacts on the leads were used, the stimulation was uncomfortable. Surgical intervention may be undertaken at a future date.